Event description:
The report stated that after removing the pad from patient's left flank, the staff noticed what looked to be a small broken blister. Tegaderm dressing was applied. The hospital considered it a minor injury. There was no other information on the generator or other equipment in use. The site said they would file medwatch but no medwatch # or copy was available.

Manufacturer narrative:
Date of initial report: 09/23/2008. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.